Manufacturer narrative:
Findings: button error alarm and no button response due to corroded keypad traces. Unable to perform displacement, basic occlusion, occlusion, prime and excessive no delivery test due to button keypad anomaly. Pump received with minor scratched display window, c racked case at display window corners, cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 56 mg/dl. The customer stated that nothing happened when the button was pushed. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 56 mg/dl. Customer declined to troubleshoot for low blood glucose. The customer was treated with bolus and eat later.